Manufacturer narrative:
Qn# (B)(4). The product was not returned for investigation. The reported complaint for "the tip of the disposable scalpel exceeded the protective sleeve" is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends.

Event description:
It was reported that when the doctor placed an intra-aortic balloon (iab) for the patient, the tip of the disposable scalpel scratched the hands of two doctors. The doctors stated that the disposable scalpel exceeded the protective sleeve. There was no impact to the patient and the operation performed normally. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the doctor placed an intra-aortic balloon (iab) for the patient, the tip of the disposable scalpel scratched the hands of two doctors. The doctors stated that the disposable scalpel exceeded the protective sleeve. There was no impact to the patient and the operation performed normally. There was no report of patient complications, serious injury or death.